Manufacturer narrative:
The patient called to report an issue with her wheelchair that happened several months ago. The end user claims she stopped the chair on the ramp and it slid on the ramp a small amount of space. The end user was unsure if brakes were on, or if wheels turned when the wheelchair slid. There is no part to return as the product was repaired several months ago. Should additional information become available, a supplemental record will be filed.

Event description:
The patient reported that on (B)(6) 2019, she was coming out of her van, and the tdxsp2 wheelchair slid forward, and she fell out. She was not wearing the seat positing strap, due to it being broken previously. She hit her head, and banged up her nose, mouth, and leg. She went to the ER and received cream for the scrapes. A few days later she went back to the ER, where they prescribed antibiotics, due to the scratches on her leg got infected and she noticed her leg was swollen.

Manufacturer narrative:
The wheelchair was returned on 05/22/2020, and the evaluation was completed on 10/26/2020. The complaint of the wheelchair giving an error code and sliding was not confirmed. The wheelchair functioned and drove as it should during testing. The power module needed a firmware update, and the left foot plate needed an adjustment, but the wheelchair otherwise functioned normally.

Event description:
The patient reported that on (B)(6) 2019, she was coming out of her van, and the tdxsp2 wheelchair slid forward, and she fell out. She was not wearing the seat positing strap, due to it being broken previously. She hit her head, and banged up her nose, mouth, and leg. She went to the ER and received cream for the scrapes. A few days later she went back to the ER, where they prescribed antibiotics, due to the scratches on her leg got infected and she noticed her leg was swollen.